Event description:
I have had 4 dexcom 7vsensors fail. Three fell off early and one had the b filament bend and not insert. The days of the adhesive failure varied from 3 days to 7 days. They are supposed to last 10 days. They were all from rev 08. Patient: (B)(6). Device:4014;1068. Referenced reports:mw5181118, mw5181120, mw5181121.